Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that that the patient experienced cardiac perforation. It was further noted that the recapture cone was not aligned with the retrieval head during the recapture after the first placement. As a result of a slight pull, the catheter fell into the right atrium. The leadless ipg dislodged from the myocardium, which may have also scratched myocardium.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). No medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced a rise in heart rate. A computed tomography and echocardiography were performed and revealed a pericardial effusion. At this point, drainage was not performed, and it was decided to observe the changes in the retention during the follow-up examination. During catheter operation, it is con firmed that the micra may have advanced from the inside of the cup and operated with the tine exposed. Also, when recapture is performed, it is finally stored in the cup at a slightly elevated position in the right atrium. The possibility that the myocardium was scratched could not be denied. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.